Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in hospital. During examination of right ventricular (rv) lead, it was noted that the lead had increased impedance and high capture threshold. Further examination suggested that the rv was fractured. Physician explanted and replaced the lead on (B)(6) 2021. The patient was in stable condition.